Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also found fluid fail and noted thirty-two error code e-30: err_motor_spinup_flux_high and e-53: err_comp_log_sem_timeout present. The device was scrapped by the service center after the evaluation was completed.